Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibited that the post had fractured. Testing of the device states that the post fracture was possibly caused by overloading and possibly exacerbated by impingement damage to the base of the post. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex nexgen femoral component, catalog #: 00596401651, lot #: 61014521, unknown tibial tray. Report sourece - foreign - this event occurred in (B)(6). Customer has indicated that product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total knee arthroplasty. Subsequently, patient was revised due to swelling, discomfort, and limited mobility. It was further reported that the poly was worn and oxidized upon removal.